Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the mtm involved with this complaint and completed the device evaluation. Failure analysis investigation reproduced the reported failure (error 23013 along axis 6 / gimbal pitch) during calibration. The axis 6 motor will be replaced as a fix. The complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if the reported malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted ureterectomy procedure, the customer experienced non-recoverable fault errors 23013 and 23008 on the right master tool manipulator (mtm). The customer power cycled the system but was unable to resolve the issue. The intuitive surgical, inc. (Isi) technical support engineer (tse) advised the customer to switch out the surgeon side console (ssc). The site then swapped the ssc and completed the procedure. There was no report of patient harm, adverse outcome or injury. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The reported issue was resolved by replacing the right mtm. The mtm refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the ssc. One mtm is assigned to the surgeon's left hand (mtml) and one to the right (mtmr).